Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Biosense webster does not recommend the use of its devices in the epicardial space. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Methods codes: no testing methods performed. Results codes:no results available since no evaluation performed. Conclusion codes: device discarded by user, unable to follow-up. Concomitant products: 1.carto 3 system, model #: m-4800-01, serial #: (B)(4). 2.smartablate generator, model #: m-4900-07, serial #: (B)(4). 3.smartablate pump, model #: m-4900-08, serial #: (B)(4). 4.quad catheter (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch unidirectional catheter and post procedure suffered a cardiac tamponade which required a pericardiocentesis along with a drain left in place. The patient had a medical history of obesity, hypertension, hypothyroidism and symptomatic persistent atrial fibrillation. A transseptal puncture was performed. During the procedure, catheter visualization issues which are non-indicative of MDR reportable events occurred. Immediately after the ablation, the patient was negative for effusion on echocardiogram. Post procedure, the patient suffered a cardiac tamponade. The patient required a pericardiocentesis along with a drain left in place. There is no information about the hospitalization. The patient fully recovered with no residual effects. The physician's opinion regarding the cause of this adverse event is that it was procedure related. The physician lost access in the epicardial space. After several attempts to regain access and seeing the catheter outside of the pericardial space, they went endocardial. Settings during the event include: power mode/ temperature 42 degrees / power 40 watts / impedance 130/ flow setting 30 ml/min / power was not titrated / st. Jude sl0, 8.5 french sheath / act was maintained at 250-300.